Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the device would not power up. The cause was the main pcb (printed circuit board). The battery release and lead flex cover were also contaminated, and the battery contacts compressed. Two side bail covers, the ring cover, and the upper and lower cases were broken, and the ring was bent.

Event description:
It was reported the device would run for 2-3 minutes, then shut off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.